Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system shut down during calibration prior to surgical procedures. An alternate system was used to initiate and complete the scheduled procedures. There was no patient involvement at the time of the shut down.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found that the power cable had an internal break and replaced the nonconforming. The system was then tested and met all product specifications. The system was manufactured on may 30, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power cord cable. The manufacturer internal reference number is: (B)(4).